Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin plus ceftazidime (1.5g per day, discontinued), vancomycin (1.5g, every 5 days, discontinued), and meropenem (1g, discontinued) for peritonitis and rifampicine (orally) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient recovered from the event. It was not reported if patient was retrained with proper aseptic technique. Reporter declined to provide additional information.